Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced with insulin pump received power loss alarm and replace battery alarm. Customer was able to successfully clear the alarm. The blood glucose level was 192 mg/dl. The product will not return for the analysis.